Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient's pump was removed. The patient had an infection due to the pump eroding through the patient's skin at the right lower quadrant of the abdomen. The catheter was left in place for future use after the patient heals. The catheter was tied off with three hemo-clips to help prevent cerebrospinal fluid leakage. The pump had been delivering lioresal. The patient had been placed back on oral baclofen prior to the procedure. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.